Manufacturer narrative:
All three employees returned to work the following day with no issues. A steris service technician arrived onsite to inspect the v-pro max sterilizer to ensure it was operating according to specification and found no issues with the function or operation of the sterilizer. No repairs were required and the sterilizer was returned to service. While onsite, the technician confirmed that the correct (non-lumen) cycle was used to decontaminate the n95 respirators. All respirators that were used at the time the irritation occurred were discarded. It is unknown what masks are currently in use by these employees. The facility has continued to decontaminate n95 respirators using their v-pro max with no additional occurrences reported. Steris is reporting this event within a week of being notified pursuant to the emergency use authorization for v-pro 1 plus, max, and max 2 sterilizers to decontaminate n95 respirators approved april 9, 2020, section IV, paragraph e.

Event description:
The user facility reported three employees reported an unusual odor while wearing their n95 respirators that had been recently reprocessed and decontaminated in a v-pro max sterilizer. The employees felt nauseous and sought the medical attention of a nurse; however, no medical treatment was administered. The employees went home for the day.

Manufacturer narrative:
On june 2, 2020, the user facility confirmed that they were utilizing halyard n95 particulate filter respirator and surgical masks, models 46867 (small with safety seal) and 46727 (medium without safety seal). It is unknown which of these two models were in use by the employees at the time of the reported event. No additional issues have been reported.